Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient experience a cardiac tamponade as a result of a perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient experience a cardiac tamponade as a result of a perforation in the right ventricle, the patient also developed an infection. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.